Event description:
Customer reports a discrepant result for pco2. No patient care was impacted by the result reported.

Manufacturer narrative:
The initial result of 75.4 was reported to the physician. However, no action was taken based on the reported result. Qc was reported in range for both analyzers. In troubleshooting this event, both instruments were calibrated and qc was run after calibration. All qc was in range except for methb. Trace logs and r1 files were submitted for both analyzers. The data files submitted for this issue indicated that there were no sensor problems with the sample and so root cause cannot be confirmed. It is suspected that per-analytics is the most likely cause.